Event description:
It was reported the devices were used during an unknown procedure. It was reported the trocars would not blade-the red button would not stay down. There was no consequence to the patient.

Manufacturer narrative:
D6: device returned with no lot ID. Based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices were examined and would not arm as rec'd. The obturators handle weld were measured and was found not to be skewed. The obturator handle is welded during the assembly process. No conclusion could be reached as to how instruments were failed to arm.